Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported impact to the customer¿s blood glucose level. The customer declined further assistance, and no additional information was received regarding the outcome of the event.